Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was not available. Only the history data was sent for investigation. The device history files were analyzed. A space line neutrapur was inserted. The infusion was started with a rate of 286ml/h about 2 hours. Directly after start a upstream alarm occurred. The infusion started again and directly the upstream alarm occurred again. The infusion started again and during the infusion a pressure alarm and a air bubble alarm occurred. After one hour the line was extracted. The reason for the alarms could not be clarified. The complaint could not be confirmed.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "over infusion" according to customer: a pump delivered blood in 1 hour rather than the 2 hours that was programmed.